Event description:
The device was used during a hemiocolectomy procedure. Reportedly, the instrument was difficult to close and fire and bleeding occurred. The surgeon manually oversewed to complete the procedure. The hospital has reported no patient injury occurred.